Event description:
A report was received that during a suction procedure the catheter came apart from the control valve of the closed suction system. No patient injury or adverse event were reported. Ballard medical products has no first hand knowledge of the allegations, but is relaying information from outside sources pursuant to federal regulations.